Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with tass (toxic anterior segment syndrome) after cataract surgery. The patient was prescribed steroids but the symptoms are continuing. The surgeon indicated the viscoelastic material used during the procedure was not stored at the correct temperature for 32 hours. The surgeon suspects the event may be related to temperature changes (while being shipped to the customer) that occur with the viscoelastics.